Manufacturer narrative:
It is my opinion that (B)(4), died as a result of mechanical compression. It is my further opinion that her hypertensive and atherosclerotic cardiovascular disease contributed to her death.

Event description:
The (B)(6) patient died and caused from improper installation of full length bed rails by the company - med dept and resulted with "mechanical compression". For zone 6 entrapment.